Event description:
It was reported that the patient's right atrial lead (ra) had dislodged and failed to capture. Fluoroscopy performed confirmed the lead dislodgement. The lead was explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned with the helix extended and clogged with blood/tissue. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.